Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states that patient complained of pain and catching of her hip. Update: (B)(6) 2013 - litigation received (B)(6) 2013 and attached. Complaint changed to legal. Litigation alleges patient had physical injury, pain, bodily impairment and high levels of toxic metal in blood stream after asr hip implant. There is no new information that would change the outcome of the investigation except products cup and head now reported. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: medical records received (B)(6) 2013. Revision operative report states there was whitish gray tinged fluid, graying of the surrounding pericapsular soft tissues, soft tissue necrosis, black metallic trunnionosis at the trunnion head junction, contamination with metal debris, and the cups was grossly loose. Adapter sleeve and stem added to complaint. The information received does not change the MDR decision.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.